Manufacturer narrative:
Imperfect rod-seating and set screw misalignment can occur when a pre-curved rod, designed to match the patient's spinal curvature, is compressed into the pedicle screw housing. Because of the rod's rigidity, a tight fit at one end may cause the other end to lift up, misaligning the set screw with the housing's threaded axis. Forcing the set screw can damage its threads against the housing's sharp edge.

Event description:
In a pedicle screw surgery, the surgeon was compressing the rods while final tightening the set screws. When final tightening, one set screw stripped and a small piece of metal sheared off. No patient harm or delay to surgery.